Event description:
The customer reported that the 9800 system left monitor was blank. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board was replaced during the service call. The system was tested and found to be working and put back into service.